Event description:
It was reported by service report that the patient left head siderail does not latch. Found latch plate was cracked and spring plunger clip was missing. It is unknown if there was patient involvement or if there are adverse consequences to report.